Event description:
It was reported that (1) device was used during a fundoplication. It was reported by the affiliate that the 512sd silicone gasket, of the flapper valve, fell into the pt (it was removed from the pt). Another instrument was used to complete the case. There was no consequence to the pt.